Manufacturer narrative:
Documentation from the event were collected. A review of the waveform data confirms that the panorama system operated within specifications. The reported event did not exceed the established threshold to initiate a call of ventricular fibrillation.

Event description:
Customer reported a patient expired while being monitored on the panorama central station with ambulatory telepack, and the central station did not produce an alarm for a ventricular fibrillation and asystole events, instead it alarmed for a low heart rate.